Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported high blood glucose and hospitalization. She stated that customer's recent blood glucose was 410 mg/dl. Customer currently at the doctor's office and unable to troubleshoot for high blood glucose due to no supplies available. The nurse stated that customer was hospitalized a month ago due to high blood glucose. Customer's blood glucose at that time was 596 mg/dl. Customer had diabetes ketoacidosis and was hospitalized for five days. Customer was wearing the insulin pump at the time of hospitalization and was taken off when she was in the hospital. Customer will report back to troubleshoot for high blood glucose. No further information provided.